Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the an explant was planned. Additional information received revealed that explant was performed from patient's left eye and the original preloaded intraocular lens (iol) was replaced with another lens of different model but of same diopter. The patient was dissatisfied with the original lens that he had blurred visual acuity, halos and the letters were overlapping. The pre-operative visual acuity was 20/100 and post-implantation with the original lens, the distance vision improved to 20/20, however, the patient was unhappy with the near vision. After the explant and replacement with the new lens, the visual acuity was 20/20 -1. There was no other patient injury and the patient was very happy with the vision at day 1 post-operative visit. The original lens was discarded. No other information was provided.